Manufacturer narrative:
The ldhi2 reagent lot number and expiration date were not provided. Qc was acceptable on the day of the event. On (B)(6)2024, the field service engineer (fse) found that the acid was overflowing. He adjusted the acid wash level, cleaned the pump, and replaced the water tank. The fse also did adjustments for the rinsing needles and the rinsing water. The fse then did a mechanical check and the instrument was performing within specifications. The cause was consistent with an instrument issue. The service actions done by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with lactate dehydrogenase (ldhi2) assay on a cobas pure c303 analyzer. Initial result: 267 u/l (accompanied by an alarm). This result was not reported outside the laboratory and the sample was repeated. 1st repeat result: 100 u/l. This result was also not reported outside the laboratory as the customer believed it was low and repeated the sample for the 2nd time. 2nd repeat result: 276 u/l. The 2nd repeat result was deemed to be correct.